Manufacturer narrative:
Unit received with blank display due to broken solder joint. Unable to perform rewind, basic occlusion test, occlusion test, prime/delivery test and excessive no delivery test due to blank display. Unit received with minor scratched display window. Unit received cracked case at display window corner. Unit received with cracked battery tube threads. Unit received with cracked reservoir tube lip.

Event description:
Customer reported via phone call to have a blank screen display. Customer received a low reservoir alarm and then noticed that display screen was blank. Customer's blood glucose was 395 mg/dl. Customer reported that display had a scratch. After troubleshooting, customer was advised that insulin pump would need to be replaced.